Manufacturer narrative:
(B)(4). The actual sample was not received, however samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analysis concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a retrospective complaint from edwards lifesciences involving accusol 35 5l (B)(4) on batch number 08b29g70. It is not clear how many bags are affected or what hospital was involved. Reporter states that white precipitate was noticed in the bag. No patient injury has been reported/confirmed by the customer.